Event description:
It was reported that this pacemaker exhibited farfield oversensing of the ventricular signals on the atrial channel. Initially, the signals were blanked out. It was also noted that the patient is tired all the time, and the rate stays high when the patient sits after walking. The device was reprogrammed to address the patient's fatigue as the programming is not optimal for the patient. A reoccurrence of the oversensing resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised reprogramming options to address the farfield oversensing. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this pacemaker exhibited farfield oversensing of the ventricular signals on the atrial channel. Initially, the signals were blanked out. It was also noted that the patient is tired all the time, and the rate stays high when the patient sits after walking. The device was reprogrammed to address the patient's fatigue as the programming is not optimal for the patient. A reoccurrence of the oversensing resulted in inappropriate atrial tachy response (atr) episodes. Technical services (ts) advised reprogramming options to address the farfield oversensing. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient experienced pacemaker mediated tachycardia (pmt). The device was reprogrammed to resolve the issue. The device remains in use. No adverse patient effects were reported.